Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Reportedly, the customer was in the hospital for elevated blood glucose (bg) levels of 1100 (mg/dl), and alleged that the reported issue contributed to the high bg. The customer was treated with intravenous insulin resolving the high bg. Reportedly, the customer would continue to use the pump for insulin therapy.